Event description:
It was reported that during a neck dissection, one hour into the procedure, the tip broke off the shear. The broken tip did not fall into the pt. There was no delay to procedure, no transection across staple lines and no adverse impact to pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.